Event description:
6-7 months after 3 hepacoat otw stents were placed in the rca, the pt returned to the hosp in 2002 after becoming symptomatic. The physician performed a diagnostic study and found that the distal stents were fractured.